Manufacturer narrative:
(B)(4). Torn event and x-ray reviewed by medical director the following comments were provided: the band appears to have come unlock. There is a potential for the stomach to moved, however, a band slippage with an intact band is a true slippage and has an entirely different meaning. Band slippage describes the sliding of the stomach upwards and through the stoma created by the band. A true band slippage can be managed by band deflation or band removal. The band unbuckle will need to be replaced. It was concluded that it is unlikely the buckle failure could contribute to band slippage, as defined as sliding of the stomach upwards and through the stoma created by the band. The band was returned for analysis. The product's analysis concluded that damage was observed in the area where the buckle meets the reinforcing band. This is the possible root cause of the observation that the band was open within the patient. Engineering testing indicated that this type of failure mode could only be replicated, when the buckle area of the band was damaged either by surgical graspers or surgical scissors. The strength of the band may also be compromised if this damage occurs. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing of this band in relation to the alleged issue. All devices are 100% visually inspected and a representative sample are mechanically tested prior to distribution; therefore, it is unlikely that the manufacturing process has contributed at this issue.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that post implant a (B)(6) adjustable gastric band, the band was removed and replaced. It was reported that the band was not restricting. The band lock mechanism was broken and there was evidence of slippage and hiatus hernia. A new sagb was tunneled and fixed in place. The patient has recovered well, will need adjustment in few weeks time.